Event description:
During an unknown procedure the following: "staple malformed at distal part (open side). Another device was used to complete the case." There were no adverse consequences to the pt.